Event description:
Literature report of patient receiving intrathecal morphine who required escalating doses for pain control. Five years after implant, developed paraparesis and severe radiating low back pain. Had intrathecal mass removed and has recovered full function of lower extremities. Anderson, susan r., orbegozo, mauricio, racz, gabor, raj, p. Prithvi, "intrathecal granuloma in patients receiving high-dose intrathecal morhine therapy: a report of two cases" pain practice, volume 1, number 1 2001 61-67.